Event description:
25,00u heparin hung with 250ml d5w on pump set at an infusion rate of 10cc/h infusion within 3.5 hours. Cause of rapid infusion could not be determined. Flow rate accuracy testing with involved equipment revealed an over infusion rate of 18%; this would not account for the adverse event being reported.